Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via merlin.net transmission that the patient's pacemaker exhibited far r wave oversensing. The pacemaker was reprogrammed on (B)(6) 2021. The patient was in stable condition.